Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via phone and stated that the tampons were falling apart when she removed them after using. No injury was reported.